Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on (B)(6) 2018 that medical treatment was required. Based on the information received, aso opted to file an MDR. As of (B)(6) 2018 retained samples and unused returned product were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
The initial report on (B)(6) 2018 consumer stated that product ripped off her son skin from his face. The completed customer information request (cir) was received on (B)(6) 2018. Consumer stated that her son required medical attention that the symptoms did not correct after her son stopped using the product. The dermatologist recommended a scar cream. In addition, customer stated that the issue was with the tape area.